Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has a acu watchdog failure / primary audible alarm. No patient injury reported.

Manufacturer narrative:
Per the investigation it was found the physical condition of the device was cracked right plunger case and battery door. We were not able to duplicate / replicate any primary audible alarm, they were found to be within spec. No repair needed for reported problem since no problem was found. Performed power up process, audio test, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.